Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower station repeatedly failed and required a reboot to restore functionality. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station repeatedly failed and required a reboot to restore functionality. The field service engineer (fse) had contacted the customer and confirmed that the issue was resolved by the customer rebooting the station. Customer stated that the same device worked on last week continued to go off the bus. However, the device was operational and could be restored with a reboot. The customer indicated that no assistance was required at that time. The system functioned as intended after the customer resolved the issues of the device.